Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an infection at the ipg site and the ipg eroded through the skin. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.